Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation an unspecified error was generated by the aquabeam robotic system while inserting the aquabeam handpiece into the patient. The handpiece was replaced with a new handpiece unit and the procedure was continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was not returned for investigation of the reported event. The investigation of this event was conducted by reviewing the event log files, device history record, and labeling. A review of the event log files confirmed that the aquabeam robotic system triggered "e22 - motorpack error" and "e23 - motorpack error" messages during the first pass treatment. The total delay captured in the event log files was 24 seconds; however, it is possible that the total delay >20 minutes reported may have ncluded the time to replace and set up the new handpiece unit. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c01137 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Although a review of the event log files confirmed the reported failure mode, the root cause was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.